Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the lead exhibited low impedance. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicated that the patient presented in clinic. Upon interrogation, it was noted that the lead exhibited variable impedance. The patient will continue to be monitored by the clinic. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead exhibited high capture threshold and continued to show low impedance. Insulation breach was suspected. Not visible when pocket was opened. The lead was capped and replaced on 29 jun 2023. The patient was in stable condition post procedure.